Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a high blood glucose of 530 mg/dl. It was reported that 6 hours after insertion of an infusion set their blood glucose would start going up. They would have to change the infusion set to get their blood glucose to go down. They treated with the insulin pump. They had issues with 5 infusion sets. The customer¿s current blood glucose was 129 mg/dl. Troubleshooting was performed. Insulin exited without incident. The insulin pump passed the basic occlusion test. The insulin pump will not be returned for analysis.